Event description:
During preventive maintenance of the device, the field service rep reported that the ultrasonic air sensor latch was almost completely worn out. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
Eval in progress, but not yet concluded.